Event description:
The pt experienced intermittent stimulation following a fall. He fell twice and thought a lead/extension had moved. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).